Event description:
It was reported that the patient's left ventricular (lv) lead pacing impedance had been gradually increasing over time and was now above the normal range. It was also mentioned that the capture thresholds had also increased notably. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6)2007. (B)(4).